Event description:
Healthcare professional reported, a right side "pain, induration and burning sensation". "Small seromas" on ultrasound, calcifications, capsular contracture, baker grade IV, and rupture. Device remains implanted.

Manufacturer narrative:
Continued e.1 zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, and capsular contracture, baker grade IV are physiological complications. And analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, seroma-late, and capsular contracture, baker grade IV.